Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated. Visual inspection confirms that 2 strands of the white suture are broken and frayed. There were no anomalies on the other suture or the anchor. There was no further information provided that would help determine the root cause of this failure. One potential root cause was that the suture could have come in contact with a sharp instrument. The fraying of the suture could be an indication of this. This compliant can be confirmed. The suture was taken to a lab and pull tested. The minimum requirement for this type of suture is 50 lbs. Both sections of the suture were pull tested until they broke and they exceeded the minimum 50 lb. Limit. A manufacturing record evaluation was performed on 7/22/2019 for the finished device lot number, and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Product complaint # depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the affiliate via phone that there was trailing suture breakage. During the acl reconstruction, when pulling the implant the trailing suture was broken on the rigidloop adjustable cortical implant, standard. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. Additional information provided by the affiliate reported that the device is available for return.